Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used in the ureter during a biopsy procedure performed on december 14, 2022. During preparation, it was noted that the forceps were very hard to open. When it eventually opened, a snap was heard. Then it was not possible to close it again. Another piranha forceps was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of jaws failure to close. Block h10: the returned piranha was analyzed, and a visual inspection noted that the working length (jacket) kinked at the proximal section, the handle is in good condition, and the jaws/cups were in an open position. Functional inspection noted that upon actuation of the handle, the jaws/cups did not close. Under magnification, it was observed that the gap between the clevis and the links was too tight. The reported event was confirmed. Based on all available information, it is possible that the gap between the links and clevis was too tight, causing the components such as the links and cutters to get stuck inside the clevis and not open/close the jaws correctly. Therefore, the most probable root cause for the reported jaws failure to close is 'manufacturing deficiency'; an investigation is underway to address this problem. The most probable root cause of the investigation finding of working length (jacket) kinked is 'adverse event related to procedure'. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used in the ureter during a biopsy procedure performed on (B)(6) 2022. During preparation, it was noted that the forceps were very hard to open. When it eventually opened, a snap was heard. Then it was not possible to close it again. Another piranha forceps was used to complete the procedure. There were no patient complications reported as a result of this event.